Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer woke up and heard the stuck button alarm on the insulin pump. Customer stated that she can't get it to release. Customer was asleep and her blood glucose was 5.4 mmol/l at the time of the incident. Customer stated that they did not press a button down for 3 minutes or longer. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan and put the pump in storage mode.

Manufacturer narrative:
The insulin pump was received with critical pump error open book due to moisture damage on the electronic assembly also, found corrosion on the vibrator and battery tube assembly during visual inspection. The insulin pump failed the leak test from the cracked case behind the pump near the battery compartment. No moisture damage found on the motor and keypad assembly noted. Unable to verify stuck button alarm and perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.